Manufacturer narrative:
Alleged failure: may be overheating, may lead to burning sterile field. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is due to dust and lint debris in the interior; possibly leading to poor air flow that may affect ventilation of the light source unit. This may result in intermittent loss of light, and overheating. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.